Event description:
In 2009, the lay user/patient alleged an "inaccuracy issue" with the one touch ultrasmart meter, when the medical affairs specialist (mas) made the follow up call for the alleged sample draw issue with the one touch ultra test strips, which was documented separately. The mas obtained additional information from the patient. The patient tests his blood glucose 8 times a day. He manages his diabetes via humalog insulin based on a sliding scale and lantus insulin on a fixed amount twice daily (54 units in the morning and 40 units at night). The patient indicated an inaccuracy issue with the subject meter, which was initially noted the day prior, at 2:07am. The reported inaccurate reading was "337mg/dl." The patient reportedly compared the reading with his normal feeling. The patient stated that he did not eat well the night before going to bed and obtained a reading of "97mg/dl" on the subject meter at 11:55pm two days prior to original date. The patient stated that after obtaining a reading of "337mg/dl" (the day prior to original date at 2:07am) on the subject meter, he reportedly took additional 14 units of humalog insulin. He reportedly then went to sleep and he stated that he was "unconscious" till 1:58pm, when his wife reportedly came from work, since he was not responding to her phone calls. He stated that his wife gave him glucose injection and after he got up, he reportedly took gatorade drink and tested "65mg/dl" on the subject meter. The following readings were obtained from the subject meter's memory. Two days prior to original date at 11:55pm, a reading of "97 mg/dl", on the next day at 2:07am, a reading of "337mg/dl", at 1:58pm a reading of "65mg/dl", at 2:56pm a reading of "141mg/dl", at 3:21pm a reading of "177 mg/dl" and at 3:28pm a reading of "163mg/dl." The patient reportedly then obtained a reading of "315mg/dl" at 7:35pm on the subject meter and when tired to retest he alleged a sample draw issue with his test strips. The patient mentioned that the reported test strips drew the control solution in but, did not draw the blood sample in. The control solution test result was within the range. The patient reportedly tested with another vial of test strip and was able to obtain a blood glucose reading. He reportedly took 14 units of humalog insulin based on the reading of "315mg/dl." The patient did not have any symptoms during that time. The following results were obtained from the subject meter's memory after testing with a new vial of test strips. The same day at 8:30pm, a reading of "128mg/dl", at 9:36pm a reading of "104mg/dl" and at 11:35pm a reading of "76mg/dl." On original date at 1:14am, a reading of "99mg/dl" and at 2:15am a reading of "197mg/dl." Based on the provided information, this complaint is being reported because the patient reportedly based his insulin treatment on an alleged inaccurate reading, and thereafter developed symptoms, which could be suggestive of a serious hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.